Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retained samples could not be conducted. This complaint has not been confirmed for the lot unknown, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.